Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify external flash error alarm due to blank display. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received external flash error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were not getting insulin. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.